Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0recb, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that therapy was not working very well and she had a loss of therapy. Her new implant didn'tn work very well, her healthcare provider had tried different programs, and it didn't help and still didn't work. A scan and x-ray were taken and the patient as to meet with the doctor on (B)(6) 2015 to discuss the problem. Reference MFR. Report #3004209178-2015-16296 for information regarding the patient's previous device.